Event description:
It was reported that the patient with this right ventricular (rv) lead developed endocarditis and pericardial effusion shortly after this lead was implanted, so a micro perforation was suspected but it was unable to determine which of the leads that was implanted was responsible. Subsequently this lead was repositioned and remains in service. No additional adverse patient effects were reported.